Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, compression fracture involved in the balloon kyphoplasty procedure. Levels implanted- t12. It was reported that intra-operatively, during ibt inflation, the product was punctured the spur in the vertebral body and the balloon broke. It did not rupture, and no fragments left in the patient's body. Labeling was followed throughout the procedure. There were no patient symptoms or complications reported as a result of this event and there was no delay in overall procedure time. No health damage in the patient was reported.